Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were sent to technical services for review with concerns of pump thrombosis or short-to-shield. The patient originally presented to the hospital on (B)(6) 2021 with hemoptysis and acute hypoxic respiratory failure. All anticoagulation was stopped with improvement in the patient's symptoms. Heparin was restarted on (B)(6) 2021 with minimal hemoptysis. Warfarin was started on (B)(6) 2021. Acetylsalicylic acid was still on hold. During the evening on (B)(6) 2021, the patient's pump power increased, reaching powers as high as 25 watts. They also had low flows and "pump off" notifications. It was reported the pump was working. The account was concerned for pump thrombosis or short to shield. Upon analysis of the patient's log files, technical services confirmed 27 pump stops and 162 low speed advisories between 02nov2021 and 03nov2021. It was also noted that these events only occurred while the patient was connected to the mobile power unit (mpu). On (B)(6) 2021, there were also a couple transient back up battery faults associated with a yellow wrench alarms that occurred at 12:22 am which self-resolved. Technical services suggested that these events were indicative of percutaneous lead issues and requested an x-ray be performed to determine if this was the cause. The x-rays came back unremarkable. The patient was put on a regular cable for 24 hours and did not have any alarms but was placed on an ungrounded cable for which he remained. Their lactate dehydrogenase (ldh) levels improved while on heparin and warfarin. Additional information was received that short-to-shield was confirmed to be the cause of the pump stops. Thrombus was not confirmed and the patient did not have any symptoms. The patient's status is rehab at a skilled nursing facility with coumadin therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause for these findings could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. A direct correlation between the device and the reported respiratory failure, elevated ldh (lactate dehydrogenase), and bleeding could not be conclusively determined through this evaluation. The account reported that the patient had elevated lactate dehydrogenase (ldh) levels and was experiencing hemoptysis and respiratory failure, and stopping anticoagulation treatment ameliorated their symptoms. The account reported that anticoagulation treatment was restarted on (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021 and (B)(6) 2021, the patient experienced low speed and pump stop events that were confirmed in the log files. These events occurred while connected to the power module and were associated with elevated pump power. Although a direct cause for the log file findings could not be conclusively determined through this evaluation, based on previous complaint experience and similar reported events, the type of behavior captured within the log files could be potentially consistent with driveline damage. The account submitted x-ray images of the driveline for review. The images appeared unremarkable. The account later communicated that the patient was switched to an ungrounded patient cable and had no further alarms. Additionally, the account reported that anticoagulation treatment was restarted, and the patient¿s condition was improving. Additionally, the account reported that the cause of the low speed and pump stop events was confirmed to be driveline damage. The patient remains ongoing with heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including respiratory failure, bleeding, and hemolysis. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 6 of the IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 6 of the IFU describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were sent to technical services for review with concerns of pump thrombosis or short-to-shield. The patient originally presented to the hospital on (B)(6) 2021 with hemoptysis and acute hypoxic respiratory failure. All anticoagulation was stopped with improvement in the patient's symptoms. Heparin was restarted on (B)(6) 2021 with minimal hemoptysis. Warfarin was started on (B)(6) 2021. Acetylsalicylic acid was still on hold. During the evening on (B)(6) 2021, the patient's pump power increased, reaching powers as high as 25 watts. They also had low flows and "pump off" notifications. It was reported the pump was working. The account was concerned for pump thrombosis or short to shield. Upon analysis of the patient's log files, technical services confirmed 27 pump stops and 162 low speed advisories between 02nov2021 and 03nov2021. It was also noted that these events only occurred while the patient was connected to the mobile power unit (mpu). On (B)(6) 2021, there were also a couple transient back up battery faults associated with a yellow wrench alarms that occurred at 12:22 am which self-resolved. Technical services suggested that these events were indicative of percutaneous lead issues and requested an x-ray be performed to determine if this was the cause. The x-rays came back unremarkable. The patient was put on a regular cable for 24 hours and did not have any alarms but was placed on an ungrounded cable for which he remained. Their lactate dehydrogenase (ldh) levels improved while on heparin and warfarin. Additional information was received that short-to-shield was confirmed to be the cause of the pump stops. Thrombus was not confirmed and the patient did not have any symptoms. The patient's status is rehab at a skilled nursing facility with coumadin therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.